Event description:
The customer states that one patient generated falsely elevated architect stat troponin-I assay results. A patient from the emergency department generated an initial result (plasma) of 0.030 ng/ml. A serum sample from this same patient generated a result of 0.010 mg/ml. This customer uses a cut-off value of greater than/equal to 0.029 ng/ml. These results were questioned by the emergency department physician as not matching the patient's clinical condition. The customer recentrifuged both samples. Retesting then generated a result for the plasma sample of 0.018 ng/ml and a result for the serum sample of less than 0.010 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
To evaluate assay performance, an in-house troponin-I panel was tested with architect stat troponin-I reagent lot 09423un11. The troponin-I panel is made from human plasma and is targeted to a known concentration. The panel results were within specification, demonstrating that the assay can accurately detect a known concentration of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay (list (B)(4)) package insert contains information to address the customer's current issue. Based on the results of this present evaluation, a product deficiency was not identified. Lot number changed from 09687un11 to 09423un11.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).